Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock for supraventricular tachycardia (svt). Technical services (ts) was consulted and noted the episode showed t-wave oversensing caused by a decline in r-wave amplitude and an increased t-wave. In-clinic bicycle test was performed, and programming recommendations were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service. Additional information: an untreated episode was seen in secondary vector. The rhythm at the time was potentially svt. The patient was equipped with a holter monitor to see if the rhythm was indeed svt. Device therapy was turned off, primary prevention. The physician will discuss with the patient whether a transvenous ICD system is indicated here as there is a drop in r wave during exercise, seen in both primary and secondary vector. The patient has hypertrophic cardiomyopathy and has extreme t-waves during svts.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock for supraventricular tachycardia (svt). Technical services (ts) was consulted and noted the episode showed t-wave oversensing caused by a decline in r-wave amplitude and an increased t-wave. In-clinic bicycle test was performed, and programming recommendations were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service. Additional information: an untreated episode was seen in secondary vector. The rhythm at the time was potentially svt. The patient was equipped with a holter monitor to see if the rhythm was indeed svt. Device therapy was turned off, primary prevention. The physician will discuss with the patient whether a transvenous ICD system is indicated here as there is a drop in r wave during exercise, seen in both primary and secondary vector. The patient has hypertrophic cardiomyopathy and has extreme t-waves during svts. As of 28-mar-2025, no additional information has been received besides what is described above. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
To date, this product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock for supraventricular tachycardia (svt). Technical services (ts) was consulted and noted the episode showed t-wave oversensing caused by a decline in r-wave amplitude and an increased t-wave. In-clinic bicycle test was performed, and programming recommendations were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.